Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient feels tired. The physician suggested to use drops to help lubricant my eyes but the tiredness persist continues and there has been no improvement all this time. The patient was tried all kinds of lubricating drops but no improvement. Additional information received ad stated that feels tired at home. There are two medical device reports associated with this patient. This report is associated with the left eye.